Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that he received a result of 498 mg/dl on the aviva system and was having hypoglycemia. The customer experienced symptoms of dizziness and weakness and called the emt's. The emt's arrived 30 minutes later and obtained a result of 51 mg/dl. No treatment was provided by the emt's. The customer was transported to the hospital. The blood glucose results obtained at the hospital were not provided; however the patient was admitted to the hospital for hypoglycemia. The hospital treated the patient with saline, keflex, and aspart insulin through an IV. The customer states that he discharged himself from the hospital on (B)(6) 2017 around 5:00-6:00am. Return of the suspect device was requested for evaluation.